Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer called to report spirit insulin pump showed "e2 battery depleted" error within 1 day of installing new batteries. He stated the pump did not display the "a2 battery low" before "e2 battery depleted". No adverse event reported. A request was made for the return of the device, replacement sent.